Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. Review of suspend history did not show related warnings or repeated suspend/resume by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not find any related warnings. The battery compartment and cap were both undamaged with no evidence of moisture intrusion. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without any incidents. The pump was manually suspended and resumed without issue. The investigation was unable to verify or duplicate the reported pump suspend issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.